Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. Product ID neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Day 2 of basic evaluation. The trial patient reported that they were experiencing pain in the incision area. Further information received from the patient indicated that they went to their primary healthcare provider (hcp) and were told that their incision looked infected on (B)(6) 2016. The hcp put antibiotic, bactrum, on the incision, and the patient stated it looked better on the day of the report. It was stated that the patient went to their managing hcp and showed them pictures of the infection on (B)(6) 2016. The hcp changed their bandages since they were bloody where the leads came out; blood got on the patient's bed and clothes. It was noted that the bandages were dry in the morning, but were completely bloody by the afternoon. Additional information provided by the patient included that they were having pain and burning where the leads were. It was indicated that the patient had called the healthcare provider. The bandages were changed on monday by the healthcare provider and again on the day of the report.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient came in on (B)(6) 2016 for a post-operation visit. The primary diagnosis was full incontinence of feces. The visit was regarding wound secretions where there was bloody drainage from the wound. The patient had a fever of 99.9 and some redness over the wound a few days ago. The patient mentioned no significant improvement with the interstim. It was noted that the patient's current outpatient prescriptions included augmentin (875-125 mg per tablet), 1 tablet by mouth twice daily for 7 days, and norco (5-325 mg per tablet), 1 tablet by mouth every 6 hours as needed. During the exam, the patient's blood pressure was 139/86, pulse of 85, oral temperature of 97.4, and spo2 of 100%. There was no signs of infection at the incision. The hcp's plan was to optimize the interstim settings and continue with the recommended wound treatment. The patient was prescribed vicodin hp (10-300 mg tablet), 1 capsule by mouth every 4 hours as needed for up to 7 days.